Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, when the balloon catheter (subject device) was deflated at 3 atm, the balloon ruptured inside the patient's anatomy. The patient's blood vessel, on which the subject balloon ruptured, also ruptured along with it. The subject balloon was removed and examined but the rupture location could not be found. It is not confirmed if the rupture of the balloon caused rupture of the vessel because the rupture location could not be specified. The physician made an attempt to stop bleeding by repeating inflation using the same ruptured subject balloon catheter but it could not stop bleeding. The procedure was completed with the expectation that heparin reverse would stop bleeding naturally. No additional treatment/medication was performed to stop the bleeding post procedure. No further information is available.

Manufacturer narrative:
Manufacturing date ¿ added. Expiration date - added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was normal, and there was no resistance when the balloon catheter was pushed or pulled. Additionally it was noted that it was unclear whether the rupture of the balloon caused the rupture of the vessel since the rupture location could not be specified. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure, when the balloon catheter (subject device) was deflated at 3 atm, the balloon ruptured inside the patient's anatomy. The patient's blood vessel, on which the subject balloon ruptured, also ruptured along with it. The subject balloon was removed and examined but the rupture location could not be found. It is not confirmed if the rupture of the balloon caused rupture of the vessel because the rupture location could not be specified. The physician made an attempt to stop bleeding by repeating inflation using the same ruptured subject balloon catheter but it could not stop bleeding. The procedure was completed with the expectation that heparin reverse would stop bleeding naturally. No additional treatment/medication was performed to stop the bleeding post procedure. No further information is available.